Event description:
Additional information: it was reported that the catheter was replaced and the patient was receiving increased pain relief. The physician was going to titrate the dose to achieve optimum efficacy. To the reporters knowledge the patient did not have any negative results.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had leg swelling and increased pain; it was thought to be related to morphine medication, but then after changing medications they determined it was not and changed back from dilaudid to morphine. The leg swelling was reported to have stopped around (B)(6) 2012. It was further stated that the catheter had micro-tear and was leaking. It was stated that it is connected on both ends, but had tear near spinal area in the back. A revision was recommended patient had surgery time scheduled, but due to cost he had to cancel. It was also reported that from beginning of implant in (B)(6) 2011 patient got "bumped from 2.6 to 2.8 and then got it up to a little under three". Things were working better. In (B)(6) 2011, it was like the pump stopped working, but it didn't; everything worked, and checks had been done. Patient had a dye study end of (B)(6) 2012 and within a few seconds they found serious leak in the back where the spine is. They increased it more to get it to the spine and control pain relief. Patient hadn't had any surgery yet to correct the issue. It was also added that in the beginning from original implant, the routing of the catheter was quite hard. Per the healthcare provider (hcp) it could have been cut when they sewed him up. Presently patient had financial issues. Drug delivered via the device current was morphine; dilaudid was the old drug. Additional information has been requested; a follow-up report will be sent when it becomes available.